Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." It is unknown how the superelastc nitinol shaft could be bent to the point of breaking if it was used per the biomet surgical technique. Review of the dvd of the surgery appears to show instances when the surgical technique was not followed. This report submitted (B)(4), 2011.

Manufacturer narrative:
Information received suggests the inserter was pulled back and pushed forward multiple times which could increase the likelihood of damaging the inserter tip. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. During the procedure, the surgeon was attempting to insert a suturing device when the inserter fractured. Radiographs revealed that part of the inserter had been retained by the patient. The fragment was removed. No delay in the procedure was reported.